Manufacturer narrative:
The event occurred on an unknown date reported as "end of (B)(6) 2020". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced an unspecified stomach infection. The cause of the event was not reported. It was reported the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for 21 days for the event. On an unknown date, the pd catheter was changed, reported as " tubing was removed and reinserted". At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.